Manufacturer narrative:
(B)(4): the customer reported that the screen was not lit. A philips field service engineer evaluated the device and replaced the energy select switch. Replacing the energy select switch resolved the issue.

Event description:
The customer reported that the screen was not lit.